Manufacturer narrative:
Product event summary - the proximal portion of the lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 694958 lead, implanted: (B)(6) 2007; 407645 lead, implanted: (B)(6) 2007; 5071-53 lead, implanted (B)(6) 2007.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. During the procedure, when the physician connected the left ventricular lead to the header and performed the tug test, the lead insulation on the body of the lead pulled back leaving the lead connector in the header with exposed wire. The lead was partially cut and capped. The atrial lead had low impedance and during the procedure, it appeared to have previous insulation damage from an attempted repair several years ago. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.